Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation. Additionally, the service technician also noted error code e066( err_stuck_encoder_b), e-51: err_corrupt_compliance_log, / e-63: err_stuck_knob_key, dust was found as contamination. The device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.